Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer were asking for assistance on programming the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was assisted with programming the time/date. The customer was advised to monitor the insulin pump and call back if further concerns should occur.